Manufacturer narrative:
This report is being filed under exemption e2012070 by arjohuntleigh polska sp. Z o. O. (Registration #3007420694) on behalf of the importer arjohuntleigh, inc. (Ahus) (registration#1419652). When reviewing similar reportable events for enterprise 8000 and 9000 range of beds, we have been able to find very low number of other cases with similar fault descriptions compared to the situation investigated here: body part trapped between bed's parts. There is no complaint trend for these kinds of complaints. The device was inspected by an arjohuntleigh representative at the customer site and found to be to its specification - no failure was found. Both right hand safety sides were in the upright position when the incident happened, the patient had started to raise the back rest and according to involved caregiver the arm was briefly trapped in between the sides, both sides were operating to its specification. The device was being used with a patient and in that way contributed to the event. Based on the information collected to date and the result of the device evaluation conducted by an arjohuntleigh representative, we have been able to established that the device was in full working condition: the bed frame was working correctly and the sides were in good working order. The company representative was also able to clarify some more detailed circumstances of the event: the caregiver at the time of this event, could not remember which arm the patient had trapped but did admit the patient had cerebal paulsy (a group of permanent movement disorders, signs and symptoms often include poor coordination, stiff muscles, weak muscles, and tremors) and also had learning difficulties and issues that according to ward sister could have been factors that caused this incident. Please note that operating and product care instructions for enterprise 8000 (746-435-UK_6 from 11/2008) provides information to users about safety operations, it includes: "before operating the bed, make sure that the patient is positioned correctly to avoid entrapment or imbalance". From the received information and our evaluation we find the reported event to be the unfortunate incident, were a patient's condition contributed to the adverse event.

Manufacturer narrative:
This report is being filed under exemption e2012070 by arjohuntleigh polska sp.z o.o. (Registration#3007420694) on behalf of the importer arjohuntleigh, inc. (Ahus) (registration#1419652). Additional information will be provided upon conclusion of the manufacturer's investigation. This appears to be a "malfunction" type of event (h1) not because there was a technical malfunction of the device, but since due to a use error the device did not perform as intended.

Event description:
Initially arjohuntleigh has been informed that the patient had used the patient handset to raise the backrest of the bed and had caught her arm between the cotsides. The patient has suffered slight soreness and redness to arm.